Event description:
The patient was enrolled in the (B)(6) due to stable angina pectoris. The patient had a 70%, de novo lesion in the mid left anterior descending artery. The lesion was restenosic and had been previously treated with a 3.0 x 23mm cypher stent, approximately four years prior. The lesion was 10mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 13mm cypher stent was implanted at 15atm. The stent was post-dilated per standard procedure and the patient's enzymes levels were normal post procedure. Approximately a year post index procedure the patient had a gastrointestinal bleed. The patient was medically managed and the event was deemed to be unrelated to the stent implanted at index.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.

Manufacturer narrative:
Complaint conclusion: the complaint received states that this cypress study patient was enrolled in the study for stable angina and restenosis of a previously implanted cypher stent. This is a (B)(6) female with medical history including angina, previous pci, previously revascularized ((B)(6) 2006), hyperlipidemia, hypertension, hypothyroidism, degenerative joint disease, hiatal hernia, rheumatoid arthritis, hip fracture with surgical repair, shoulder dislocation, moderate mitral regurgitation, left ventricular dysfunction. The patient had a 70%, de novo lesion in the mid left anterior descending artery. The lesion was restenotic and had been previously treated with a 3.0 x 23mm cypher stent, approximately four years prior. The lesion was 10mm in length and the vessel was 3.5mm in diameter. The lesion was pre-dilated and a 3.5 x 13mm cypher stent was implanted at 15atm. The stent was post-dilated per standard procedure and the patient's enzymes levels were normal post procedure. Approximately a year post index procedure, the patient had a gastrointestinal bleed. The patient was medically managed and the event was deemed to be unrelated to the stent implanted at index. The stents remain implanted thus unavailable for analysis. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Review of lot 51005951 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. In-stent restenosis is a well-known potential complication for this type of procedure and is listed in the IFU. In the literature, in-stent stenosis rates range from 11% to 39% from 6 to 12 months after stent placement. Rates were higher in older patients with more severe atherosclerosis and depended on the type of stenosis treated. In-stent stenosis was more prevalent in ostial stent placement procedures. Stenoses in stents are usually treated with intrastent pta or placement of a second stent. Progression of atherosclerotic disease is known to cause instent restenosis and does not indicate a device failure. Intra-arterial stent placement is a treatment of the disease process and it is not a preventive or cure for the progression of symptoms of atherosclerotic artery disease. All products undergo a 100% inspection prior to release for marketing. There is no evidence of manufacturing issues that may have contributed to the reported event; therefore, no corrective action is required at this time. There are patient and lesion characteristics that may have contributed to the reported event, specifically the risk factors for atherosclerotic disease; i.e. Hypertension and hyperlipidemia.